Manufacturer narrative:
Upon receipt, external visual inspection identified a few minor scratches on the front and back of the device. All of the seal plugs were intact and all set screws operated normally. The interrogated monitoring voltage was 9.166 volts associated with a battery status of beginning-of-life (bol). The device was put through and passed automated electrical testing. A review of device memory showed no irregularities. It was concluded that the device performed normally throughout laboratory testing.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) for a scheduled s-ICD implant procedure. The patient was described as very sick with significant medical history of dilated cardiomyopathy and low ejection fraction (20%). During device-based testing, the device failed to terminate the induced arrhythmia despite shock delivery of multiple shocks (65 joules, 80 joules x2). Delivery of four external defibrillations failed to terminate the arrhythmia. Cardiopulmonary resuscitation (CPR) was initiated. The sterile field was compromised in order to reposition the external defibrillation pads. The arrhythmia was eventually terminated with external defibrillations after 3-4 minutes in ventricular fibrillation. Fluoroscopic imaging found that the device and electrode may have been positioned too low. The physician elected to explant the device and electrode. The device was received at boston scientific's return products department.